Event description:
As reported by the user facility: rn (who is an experienced power user of introcan) retracted the needle back and the safety shield did not completely cover the tip, the safety shield was seated on the middle of the needle exposing the tip of the needle. The needle was placed down on the table to complete the IV insertion on the patient and when the nurse went to discard the needle into the sharps container, she was stuck on the right forefinger by the exposed needle tip. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.